Manufacturer narrative:
The pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked keypad connector was noted. No button keypad/anomalies were noted. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a keypad anomaly. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 7.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.